Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed the sponge (foam) was separated from the cap. The reported condition was verified. The cause of the condition was determined to be a shipping distribution issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of a minicap was fully separated from the cap. This was identified before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.